Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced atrioventricular (av) conduction block. During retro-aortic approach via 13cm sheath, fascicular ventricular tachycardia (vt) ablation of the left ventricular (lv), the physician complained of decreasing maneuverability of a large curve intellanav mifi oi ablation catheter. A standard curve intellanav mifi oi catheter was then used to map the lv with the same approach. The physician also complained of decreasing maneuverability with the replacement catheter. A third itellanav mifi oi catheter was then used. Access to the lv with the third catheter was transeptal via a non-boston scientific large curve directional sheath. Successfully radio frequency (rf) delivery was administered to treat the arrhythmia. Prior to rf delivery, the intrinsic conduction (his egms) was documented with multiple 3d annotations on the rhythmia 3d mapping system. Mifi egms, distal egm and proximal egm were all absent of his signals at the onset of rf delivery on treatment catheter. Rf delivery was applied approximately 1cm inferior to the conduction system. During the second rf application, approximately 15 seconds after the start of rf, the patient experienced av conduction block distal to the his. Rf delivery was immediately discontinued. The patient's existing single chamber implantable cardioverter-defibrillator (ICD) began pacing. During conduction testing, an escape rhythm with a right branch bundle block (rbbb) was observed. Av conduction remained absent. The patient was then upgraded from a single chamber ICD to biv ICD for ventricular pacing. The patient recovered from the procedure, but acutely still had av block. The patient had an existing ICD in place for pacing and required no further intervention for the av block.